Manufacturer narrative:
(B)(4).

Event description:
No information states the lead exhibited high thresholds, the device was reprogrammed. The lead remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen today for 2 week follow up after the clinic turned off his atrial lead last visit due to noise. The device was reprogrammed and doing well. No intervention is planned at this time. The patient was stable.